Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead exhibited high capture threshold and noise over-sensing which resulted in pacing inhibition. The lead was capped and replaced on (B)(6) 2025. The patient was stable.